Event description:
Customer states tubes are underfilling and overfilling. A wide variety of collection devices are used; sbcs and syringes from nursing and sbcs and straight needles from phlebotomy. Phlebotomy uses discard tube, but unsure if nursing does (education has been given). Phlebotomists hold the tube in place; unknown if nursing does. Tubes are received filled +/-20% and approximately 23-30% are underfilled. The issues occur with rns and a few phlebotomists (but no phlebs after in-service).

Manufacturer narrative:
Complaint statement co23-2100-265: received 1pc each of 454322/b23033nn, 454322/b2302359, 454322/b230133y, 454322/b230433m, 454334/b221136l, 454334/b221033j, 454334/b221033h, 454334/b22113rc, 454334/b221136x, and 454334/b22093bw for evaluation. Received customer picture. Samples were tested, according to gbo standard testing procedures, with regards to correct assembly and draw volume according to iso 6710 'single use containers for venous blood specimen collection' and clsi gp39-a6 regulations for 'evacuated tubes and additives for blood specimen collection'. Tubes were verified to be correctly assembled with no deviations observed. Both standards specify the draw volume to be within +/- 10% range of the nominal fill volume. No visual deviation in fill volume, sporadic low or high fill, could be observed in the tested samples. All tubes tested filled within the +/-10% tolerance range. The alleged malfunction could not be duplicated.